Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016, to claim intermittent audio output (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was not returned for evaluation. A receiver (serial number (B)(4)/lot number 5216166) was returned for evaluation on 05/30/2017. The device was visually inspected and no defects were found. A manual test was performed and speaker sounded. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.